Event description:
Healthcare professional (hcp) reported injecting a patient with 0.7 ml into the lips to "correct asymmetry", 0.15 ml into "each" nasolabial fold of juvéderm® ultra plus xc. Hcp states the patient had no symptoms immediately after injection. Hcp states "approximately 24 hours after injection, the patient developed unilaterally a reticulated pattern from the nasolabial fold up along the alar of the nose and towards her cheek". Hcp states the same day they injected the patient with 1.8 ml of hylenex "focusing on the nasolabial fold and corner of the mouth" along with a message, hot compress, and aspirin. Hcp states the patient was injected with juvéderm® voluma® xc in the cheeks "a few months prior". Hcp noticed blanching in the area after the injection of hylenex, "but patient's capillary refill was normal even prior to hylenex delivery". Hcp states two days after injection the area is still purple and tender. Hcp prescribed prednisone and doxycycline. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.